Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dissection and ventricular tachycardia, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with implantation of a 2.5 x 18 mm xience alpine stent in the right posterior descending coronary artery. Post stent implantation, a dissection was noted and a 2.25 x 8 mm xience alpine stent was implanted as treatment, overlapping the 2.5 x 18 mm xience alpine. During the procedure, the patient experienced an episode of chest pain and st elevation, lasting longer than 5 minutes. Medication was administered as treatment for the chest pain and the chest pain resolved the day of onset. No treatment was provided for the st elevation, which resolved the day of onset. Post procedure, the patient experienced an episode of elevated cardiac enzymes and a 4-beat run of ventricular tachycardia. No treatment was provided and the events resolved. No additional information was provided.